Manufacturer narrative:
Manufacturer's investigation conclusion: the report of low speed events can be confirmed based on the submitted log files. The submitted log file contained data from (B)(6) 2020 at 16:06:08 to (B)(6) 2020 at 6:40:42. Throughout the captured data, pump speed remained above the low speed limit of 9600 rpm from the beginning of the log file until (B)(6) 2020. At this time, the log file captured numerous events where the pump speed was below the low speed limit. The low speed operation flag was active for all the low speed events; however, the low speed hazard alarm was not active. Additionally, the low speed events were often associated with pump power elevations. All low speed events were captured while the patient was supported by the power module. Based on complaint history and similarly reported events, the data captured in the log file is potentially consistent with a damaged wire in the patient¿s driveline; however, a specific cause for the low speed events seen in the log file could not be determined through the evaluation of the returned distal end of the driveline. A distal end driveline replacement was performed by a technical service representative on (B)(6) 2020 under (B)(4). Approximately 17¿ of the external portion/distal end of the driveline was returned. An electrical continuity test of the returned driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this intact testing, event with manipulation of the driveline. The silicone sleeve was removed, and examination of the bionate revealed a black tint. The bionate was removed and areas with shield breakdown were noted. The shielding was removed, and visual and microscopic examination of the underlying wires revealed no evidence of breaches or damage to the wire insulation or underlying conductors. The driveline was submerged in a saline bath for hipot testing to check the resistance of each wire¿s insulation. The test did not reveal any current leakage in the insulation of any driveline wires that would have resulted in an electrical short. The heartmate ii lvas patient handbook addresses exchanging power sources, outlines all system controller alarms as well as the proper actions associated with them, and contains an emergency response checklist. In addition, both the patient handbook and IFU state that at least one system controller power lead must be connected to a power source at all times and if both power leads are disconnected at the same time, the pump will stop. The heartmate ii lvas patient handbook is currently available. Section 4 of this handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. Sections 6-13 of this IFU discusses damage due to wear and fatigue of the driveline. The relevant sections of the device history records for vad-20684 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 23feb2018. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced low speed advisories on (B)(6) 2020 and (B)(6) 2020 around the same time in the evening. No audible alarms were reported by the patient. Power spikes up to 12.9 were also noted. An interrogation of the system monitor and controller was unrevealing. The driveline appears intact externally. An x-ray of the abdomen was obtained as a means to assess the integrity of the driveline. Technical services (ts) reviewed the log file and confirmed low speed advisories as low as 3160 rpm. These issues only appear to be occurring while the vad is connected to the power module. This type of behavior has been linked to potential issues with the percutaneous lead. In order to prevent further interruption in support, ts suggested that it may be beneficial to keep the vad connected to battery power until further investigation is completed. It was additionally reported that x-rays were taken and had been sent for review. The patient has not had any significant weight loss or gain. The patient does not recall hearing an alarm at any point during these episodes and so cannot correlate the alarms with any particular activity. There was no apparent trauma to the driveline, nor any trauma that the patient can recall. After receiving the x-rays, ts reported that there was an area of concern regarding the integrity of the percutaneous portion of the driveline. An external driveline repair would be attempted on (B)(6) 2020. Further intervention to be determined following this repair. At present, the vad coordinator reported that there no plans to intervene on internal areas of concern. The percutaneous lead replacement was actually performed on (B)(6) 2020. Approximately 4 inches from the exit site. No issues were noted after the patient was back on the grounded patient cable.